Event description:
The nurse alleged that she heard of an instance when a monitor was holding a baby in a birthing bed, and the mother fell asleep, and the baby fell to the floor. No other details were given. The nurse could not say when the alleged incident had occurred. No injury was reported.

Manufacturer narrative:
The technician investigated the incident and stated that all the siderails worked properly and the nurse stated that all the siderails were up and locked. No alleged deficiency with the bed. No other incident was alleged.